Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that on (B)(6) 2010, the plaintiff was implanted with a monarc sling to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff¿s attorney alleges that ¿subsequent, to the mesh implant¿ the plaintiff has ¿experienced complications attributable to the implanted mesh including but not limited to, pain, bleeding, infection, hardening, and erosion of vaginal tissue that required surgical intervention to remove mesh and portions of the female genitalia, and operations to repair pelvic organs, tissue, and nerve damage.¿ the attorney also alleged that the plaintiff has required the use of pain and other medications, injected into areas of the pelvis, spine, and the vagina, and the plaintiff ¿has experienced, and will continue to experience, mental and physical pain, permanent injuries, diminished capacity for enjoyment and quality of life, and other damages.